Event description:
The customer reported drops of blood fluid, approximately the size of a pinhead, dripped under the probe at the end of the cycle involving coulter act diff 12 analyzer. The customer was wearing gloves and a laboratory coat and performed system troubleshooting. The customer cleaned the probe wipe and replaced the filters since it had been 18 months since the last replacement. The customer performed several air blank samples to verify instrument performance. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not affected. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has a risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed drops of diluent and diluted blood coming from the probe wipe block and vacuum unstable. The fse cleared the waste tubing from the probe wipe block and replaced the tubing at the probe wipe block and valve #8. The fse also replaced the probe wipe block and vacuum regulator. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).